Event description:
The customer reported significantly diminished fiber vaporization efficiency at 24,075 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no pt injury.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report of a decrease in fiber vaporization is not considered a reportable issue. Upon analysis of the returned fiber, the fiber's glass cap was found to be detached, the metal cap showed signs of detritus, and overheating; the glass cap was not returned. There was no report of injury as a result of this event and there was no indication or report of any part of the device remaining inside the pt. The fiber condition would likely result in activation of the systems fiberlife function, which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and / or send the system to standby mode. Based on the analysis findings, a detached fiber glass cap may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and / or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.